Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip failed to release from catheter. Block h11: investigation results- the returned resolution 360 clip device was analyzed and the visual inspection found that the device returned with the clip assembly attached with both arms bent and after functional inspection the device was able to perform a full deployment without any issues. A microscopic inspection found evidence of full deployment and both arms bent. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. There were no other problems noted with the device. With all the available information, boston scientific concludes the reported event of clip failure to release was unable to be confirmed. The investigation results did not detect any problems related to the reported issue, clip failure to release from catheter, as the clip assembly was able to perform a full deployment without any issues. During analysis it was found that both arms returned bent. It is possible that the reason why the clip arms got bent was a result of factors related to the procedure and manipulation. The conclusion is acceptable because according to the evidence provided, it is likely that the customer would try to grasp a large amount of tissue, bigger than the clip could close, this action can cause a deformation in the distal section of the clip arm, affecting the capability of closure correctly its jaws and consequently the capability to remain attached to the tissue. Based on all additional information, the most probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2026. During the procedure, the clip failed to deploy. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip failed to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopic mucosal resection (emr) procedure performed on january 04, 2026. During the procedure, the clip failed to deploy. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be stable.